Event description:
The user facility reported a 61-year-old male (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The cannula kinked due to patient's short aortic arc. This led to reduced flow during the percutaneous coronary intervention (pci) procedure. However, the procedure was able to be completed and the pump was explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation for the low pump flow and product damage has been completed. Pump was not returned for investigation. Data logs were not returned as well. Clinical mentions that patient has a small aortic arch which led to kinking of the cannula and resulted in low flows. Therefore, the root cause of the low pump flow issue was most likely patient condition related to patients small aortic arch causing the kinking. Corrections to the initial MFR report: d4-model number. Added d6a/d6b. F6/f8 should have been left blank.